Event description:
The company was informed that the pt's device migrated. The internal device was repositioned on (B)(6) 2014. An x-ray revealed that the electrode array was not in the correct position. On (B)(6) 2014, the pt underwent a procedure to reposition the electrode array. However, due to the cochlear ossification, the pt's device was explanted.